Manufacturer narrative:
Date received by manufacturer: 14oct2019. Date of report: 15oct2019. This customer complaint was caused by an out of spec air flow sensor u1. Replacement of u1 on the air flow sensor corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Oxygen flow accuracy test failed. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09july2019. The technician confirmed the customer allegation and recommended replacement of the gas delivery system (gds) to address this issue. The technician replaced the gds to address this issue.

Event description:
Oxygen flow accuracy test failed. There was no patient involvement.